Event description:
One of the nurses was using this j tip applicator and when he pressed the little lever to release the gas to put some medication into the patient under the skin, it exploded. It sounded louder than normal, like a gunshot. The whole bottom part cracked, split open. It looks like the rubber portion of it is sticking out of the bottom. There was a lot of pressure to crack this in half and have that little rubber almost ejected out.